Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had high shock impedance measurements. A single coil configuration was done. The physician wanted to know the maximum shock impedance value that allows shock delivery. A boston scientific company representative discussed about the shock impedance values and a different troubleshooting to confirm a good lead integrity. The patient was discharged with normal routine follow up. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.